Event description:
It was reported that an impedance check showed that impedances were high, over 20,000 ohms on multiple contacts. All impedances on contacts 9-15 were greater than 20,000 ohms except for a few pairs that included electrodes 0-8. Impedances for pairs within 0-7 were all in the normal range. The patient stated that there were a lot of changes to stimulation that were positional in nature and sometimes it was uncomfortable. The patient was initially getting some intermittency when programming electrode pairs 8-15, but then the patient did not feel any stimulation with those combinations on that lead. The patient was getting stimulation and coverage with pairs within contacts 0-7. Initially the patient was getting stimulation for foot pain that was reflex sympathetic dystrophy (rsd) related. The patient had knee surgery and subsequently she had the device reprogrammed to cover the knee as well as rsd spread to the knee. The patient had not had any falls and noted that the changes in her stimulation have been gradual. Two days later it was reported that the patient was going to have a lead revision soon. The patient was able to get good bilateral and the right coverage. The patient was happy with the reprogramming. Approximately two weeks later it was reported that the lead was replaced on (B)(6), 2012 due to high impedances. The patient also had the neurostimulator replaced with a newer model. The patient received great stimulation and was very happy.

Manufacturer narrative:
Product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2010 product type lead; product ID (B)(4) lot# serial# (B)(4). Implanted: (B)(6) 2010 product type lead; product ID (B)(4) lot# serial# (B)(4) product type recharger; product ID (B)(4) lot# serial# (B)(4) product type programmer, patient. (B)(4).